Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was connected to a left ventricular assist device (lvad) the left ventricular lead was ineffectively defibrillating. The lead was capped and replaced. It was further reported by the patient that six shocks came out of nowhere. The device was removed, replaced, and no further patient complications have been reported as a result of this event.